Manufacturer narrative:
Device p-cap or reservoir locked properly in place. Unit received with cracked case, cracked case-corner of belt clip rails, and broken battery tube threads. Device passed displacement test, rewind, prime or seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self test. No battery or power anomalies noted during testing or in power graph, however device received with corroded battery tube.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was not alerting when battery dies and insulin pump was shutting off. The customer¿s blood glucose level was 380 mg/dl. Customer stated that the battery compartment was cracked and spring was broken. Customer also stated that silver label was rubbed off and it was hard to read the serial number. Customer was advised that the insulin pump needed to be replaced, to discontinue use of the insulin pump and revert to a back-up plan. The insulin pump will be returned for analysis.